Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left cephalic vein. After a 5f non boston scientific (bsc) introducer sheath was inserted and a non-bsc guidewire crossed the lesion, a 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left cephalic vein. After a 5f non boston scientific (bsc) introducer sheath was inserted and a non-bsc guidewire crossed the lesion, a 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 1.2cm from the tip and is approximately 2.2cm long. Inspection of the remainder of the device presented no other damage or irregularities.